Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon screwed implant on the instrument. While pushing through the soft tissue, the instrument's tip broke off. We did retrieve the piece that broke off. We did not have another cup impactor so the surgeon had to put it in by hand. Surgical delay of 30 minutes.

Manufacturer narrative:
Pc-(B)(4). Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.